Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a lasso variable and the catheter became stuck on itself. The loop on the lasso would not deflect properly. Electrode 10 became tied to electrode 2 making a figure eight shape. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then deflection and contraction tests were performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso variable and the catheter became stuck on itself. The loop on the lasso would not deflect properly. Electrode 10 became tied to electrode 2 making a figure eight shape. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. An 8f sheath was used to introduce the catheter into left atrium for ablations. This event is MDR reportable because the electrodes getting stuck together in a figure eight, potentially cause patient harm.